Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 2.5mm x 150mm saber .014 percutaneous transluminal angioplasty (pta) balloon catheter would not hold atmosphere (atm) pressure. After removing the device, the balloon seems to be ruptured. An unknown 2.5mm x 15cm balloon catheter was used to complete the procedure. There were no reported injuries to the patient. The device was inserted over a non-cordis guidewire. This was during a procedure in which pedal access was used to treat a 70% stenosed tibial artery lesion which had moderate calcification but no signs of tortuosity. The device was stored, handled, and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was able to maintain negative pressure during preparation. A 60% saline and 40% contrast mixture was used to prep the balloon. The device was able to be removed easily from the patient and remained in one piece during its removal. A non-cordis guidewire was used during this procedure. The device was returned for evaluation. A non-sterile unit of ¿pta, otw, 2.5 x 150, 150cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing that the balloon presents a tear. No other outstanding details were noticed. Functional testing was performed, an inflator/deflator device was attached to the inflation port. Positive pressure was applied with the purpose of reaching the rated burst pressure. However, inflation was not possible due to the torn condition. Sem results showed that the pta, otw, 2.5 x 150, 150cm balloon external surface presented evidence of secondary scratch marks near the burst borders. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface probably led to the damaged condition found on the received device. It appears that the external surface near the burst border area was affected with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 2305298219 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was confirmed as visual inspection revealed a torn condition on the balloon material. Additionally, functional analysis was not successful due to the condition of the balloon material. However, the exact cause cannot be determined. The outer surface of the balloon presented evidence of scratch marks adjacent to the rupture. Based on the information available for review, the balloon material appears to have been torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. Therefore, it is likely vessel characteristics of moderate calcification and 70% stenosis along with procedural factors contributed to the event reported based on the analysis provided. According to the instructions for use, which are not intended to mitigate risk, ¿carefully inspect the catheter prior to use to verify that the catheter has not been damaged and that its size, shape and condition are suitable for the procedure for which it is to be used. Flush or rinse all products entering the vascular system with sterile isotonic saline or a similar solution via the guide-wire access port prior to use. Never attempt to move the guide wire when the balloon is inflated. Do not advance the catheter against significant resistance. The cause of resistance should be determined via fluoroscopy. Inflation in excess of the rated burst pressure may cause the balloon to rupture. Use the recommended balloon inflation medium (25% contrast medium/75% sterile saline solution). It has been shown that a 25/75% contrast / saline ratio has yielded faster balloon inflation / deflation times. Never use air or other gaseous medium to inflate the balloon. If resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/ introducer sheath as a single unit. Do not continue to use the balloon catheter if the shaft has been bent or kinked.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 2305298219 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 2.5mm x 150mm saber .014 percutaneous transluminal angioplasty (pta) balloon catheter would not hold atmosphere (atm) pressure. After removing the device, the balloon seems to be ruptured. An unknown 2.5mm x 15cm balloon catheter was used to complete the procedure. There were no reported injuries to the patient. The device was inserted over a non-cordis guidewire. This was during a procedure in which pedal access was used to treat a 70% stenosed tibial artery lesion which had moderate calcification but no signs of tortuosity. The device was stored, handled, and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was able to maintain negative pressure during preparation. A 60% saline and 40% contrast mixture was used to prep the balloon. The device was able to be removed easily from the patient and remained in one piece during its removal. A non-cordis guidewire was used during this procedure. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.